Event description:
A customer observed positively biased quality control results using vitros tsh on a vitros eci analyzer in 2009 and at about 2 months later. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no indication that patient results were affected. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros tsh reagent nor the vitros eci malfunctioned. The biased quality control results were from a competitive quality control manufacturer. The root cause of the biased results could not be determined due to insufficient inventory of the original vitros tsh reagent lot in use. The customer has observed acceptable quality control with vitros total thyroid controls and an alternate vitros tsh reagent lot.